Manufacturer narrative:
(B)(4).

Event description:
The patient¿s wife stated on (B)(6)2019, the patient was not feeling well and was vomiting; however, his cgm was 249 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated on (B)(6) 2019, the patient was not feeling well and was vomiting; however, his cgm was 249 mg/dl. After consulting with his daughter, he checked his bg and it was 549 mg/dl. The patient was taken to the hospital with a bg of 569 mg/dl in the emergency department. The patient was admitted to the intensive care unit (ICU) for two days and treated with IV fluids, IV insulin at 2 units/hour and monitored. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.